Event description:
The customer reported that the tubing which was going to the patient was backwards and the one way valve was reversed. Therefore, the system could not drain. The system was disposed. Patient involvement was reported, but the patient did not experience any injury. The product will not be returned for evaluation.